Event description:
It was reported that cartridge alarm 20 occurred during the cartridge load process, and caller confirmed experiencing cartridge alarms with consecutive cartridges on pump. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged pump replacement, confirmed shipping address, instructed customer to place pump in storage mode before return, advised customer to reprogram pump settings and reconnect continuous glucose monitor on replacement pump, and requested return of problematic pump using prepaid label within 10 days, which customer understood and acknowledged.